Event description:
Alleged infection. Follow-up findings: etiology unknown.

Manufacturer narrative:
Evaluation of the device noted a large sharp edged opening in the shell. The opening is of iatrogenic nature and not related to the alleged event of infection. The cause of the event is unk, however the potential for infection to occur is addressed in the labeling. Infection is an anticipated procedural and/or physiological complication associated with this type and any type of surgery.